Manufacturer narrative:
(B)(4): the customer reported that the paddles pci indicators were behaving strangely. There was no reported adverse patient impact. Philips evaluated the device and confirmed the problem. The patient connector leads were found not to be connected to the power pca. One of the power pca connections was found to be broken. The problem was resolved by replacement of the power pca. The device passed all testing and was returned to the customer. We consider this to be a malfunction where there was an open connection between the patient connector and the power pca. The cause of the broken connector could not be determined.

Event description:
The customer reported that the paddles pci indicators were behaving strangely. There was no reported adverse patient impact.